Manufacturer narrative:
A reboot was performed which resolved the issue. H3 other text : see h10.

Event description:
The customer reported a speaker operation fault message is displayed on their intellivue multi measurement server x2. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Initial reporter name and address: (B)(6).

Event description:
The customer reported a speaker operation fault message is displayed on their intellivue multi measurement server x2. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.